Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in inappropriate anti-tachycardia pacing (atp) and shock. Patient was not pacemaker dependent and thus there was no evidence of pacing inhibition. No adverse patient effects reported. Device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.